Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #z7038y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no apparent damage. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining ten (10) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7038y number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did device jam (not fire clips)? -no. 2. Did device drop or eject clips? -yes. 3. Did device sideways feed clips? -no. 4. Did device fire malformed clips? -no. 5. Did device fire scissored clips? -no. 6. Did the clip not hold on the vessel or tissue once placed? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure, it was found that the clip fell off during the procedure. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.